Event description:
It was reported that this patient was rushed to the hospital due to a syncope episode. High capture thresholds were found in the right ventricular (rv) lead causing loss of capture. X-rays were performed, no dislodgement was found, and impedance measurements were adequate. Subsequently, this patient's rv lead was revised, and it was considered that the increase in the capture threshold was not due to a dislodgement but was a problem with the myocardium at the placement site. This rv lead was re-fixed slightly closer to the apex than its original position, and the procedure was completed noticing adequate thresholds. Reportedly, the computerized tomography during the revision procedure showed a potential bone fracture, that could have happened when the patient fell in the syncope episode. This rv lead remains in service and no additional adverse patient effects were reported.